Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report:1927487-2017-04788. It was reported the patient underwent a surgical procedure to implant a lead; however the physician was unable to implant a model 3244 or model 3286 lead due to patient safety issue thus no device was implanted. The patient did not suffer any adverse effects from the procedure.